Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The food and drug administration reported that the customer had 3 incidents where their insulin pump over delivered insulin causing low incidents. The customer¿s blood glucose level was unknown at the time of the incidents. The customer gave themselves glucagon shots to treat the lows. The customer has noticed that when priming the device was leaking and over delivering insulin. The customer believes either their insulin pump is malfunctioning or the components that fit together are not working properly. Troubleshooting was not completed as the customer did not call medtronic directly. The insulin pump will not be returned for analysis.